Event description:
It was reported that pump displayed malfunction code 9, and after the customer placed pump into storage mode to reset it, pump would not turn back on or begin charging because charging connection was unstable and not recognized. There was no adverse impact to the customer¿s blood glucose level. Customer kept pump on charging pad as instructed, then transitioned to multiple daily injections for backup insulin delivery, while technical support provided reset instructions, confirmed warranty and shipping details, advised customer on returning problematic pump and setting up replacement, and ultimately arranged shipment of replacement pump with instructions to allow old pump battery to fully deplete and to return it within 10 days.